Event description:
It was reported that the pt has some pain and has difficulty walking downstairs. Pt states that she has noticed increased stiffness and less mobility. Pt is also reporting that she had burning in her scar and it began between (B)(6) 2012. Pt states that once she started limping, she went for x-rays. Recently pt had MRI and blood work done and the results showed are that the pt needs revision surgery. Pt has a tentative date for revision surgery for either (B)(6) 2013.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.